Event description:
It is reported that the pt was revised for an unk reason. The pt also underwent irrigations and drainages on unk dates.

Manufacturer narrative:
Information was received form a health professional who is not requested to complete form 3500a. This report will be amended when our investigation is complete.